Manufacturer narrative:
Lens inserted upside down. Evaluation: results: visual inspection of the returned product showed that a piece of the haptic was torn off and missing and there was clear surgical residue on the lens.

Event description:
It was reported that the surgeon inadvertently inserted an micl12.2 implantable collamer lens upside down due to the user's technique. The lens was removed without any patient injury.